Event description:
The customer reported that the system was not saving images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software work around for the reported issue. No conclusion can be drawn as further repair information is unavailable at this time.